Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not always working and needed to pass the technical services. The analyzer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the analyzer was not always working. The analyzer failed incoming functional tests. The analyzer was replaced with a different unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned for service.